Event description:
Patient's spouse reported to MFR pump is alarming, and they're still in the process of looking for a hcp to turn alarm off and explant pump. No specific reasons for alarm, or reason for pump explant were reported. Based upon MFR device registration records, the infusion system was implanted in 2006 for treatment of non-malignant pain/failed back surgery syndrome. Additional info has been requested from the hcp and a follow up report will be sent if new information is received.